Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The unit has been returned to caire, and a device investigation will be performed. A follow-up report will be submitted if any new information is discovered.

Event description:
On (B)(6) 2022, caire repairs discovered a companion 5 unit sent in for warranty repairs that had sieve dust in the o2 outlet. There was no patient injury reported.

Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. The device was returned to caire for an evaluation. The companion 5 unit was displaying alarm code al-p08, indicating low o2. All components inside the case were coated in dust. Sieve dust was observed being expelled from the outlet barb. For the sieve dust to be expelled from the outlet barb, two faults occurred on the unit. These faults are sieve bed failure and outlet gas filter failure. The fault order is inconclusive. The unit was alarming for the failure of the sieve bed.